Event description:
A malfunction was reported on a pump by the customer. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, and it was confirmed that the malfunction did not recur. Customer was advised to continue using the pump and to reach out if any further issues arose.